Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, guidewire, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition. The hemostasis sheath and locator were returned fully separated. No damage or issues to either component were identified. Functional testing was performed by fully connecting the components. The components were able to be fully connected, and no issues were identified. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The hemostasis sheath and locator were returned fully separated. However, the components were able to be fully connected. As a result, the complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: it was reported that the angio-seal sheath was kinked. There was a misalignment between the dilator and the sheath. As a result, the sheath became deformed, and closure could not be completed. There were no difficulties encountered with arterial access, sheath, guidewire, or catheter insertion. A femoral angiogram was performed to confirm vessel anatomy and puncture site suitability. Hemostasis was achieved with a second closure device. Procedure performed for the patient was a percutaneous coronary intervention pci via left femoral artery. A 6fr procedural sheath was used. The patient remained in stable condition and there was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).